Manufacturer narrative:
The insulin pump passed the displacement test, self-test, rewind, basic occlusion test and prime test. Analysis was unable to test for unexpected restart alarm test due to motor error. The insulin pump was received stuck in motor error loop during bolus and basal delivery. The insulin pump had several history check failed alarms in the history file. History check failed alarms are due to a corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No external ram error alarm noted during testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip and minor scratched display.

Event description:
The customer's mother reported via phone call that they received motor error alarms. The customer's mother reported that they found history check failed alarm, external ram error alarm and unexpected restart alarm in the alarm history. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.